Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of (B)(6) which is a known bacterium on human skin. Touch contamination is also a well-documented risk factor for peritonitis in pd patient. Therefore, based on the information available, the patient¿s peritonitis can be reasonably associated with touch contamination, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow-up, a pd nurse familiar with the patient reported that the patient had a pd culture obtained (in the outpatient pd clinic) which yielded growth of (B)(6). It was indicated the patient is being treated with unspecified intra-peritoneal (ip) antibiotics on an outpatient basis. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the event. It was reported the patient does not adhere to handwashing, per infection control protocol for pd treatment. The nurse attributed the peritonitis event to touch contamination. Reportedly, the patient is recovering and continues pd treatment on the same cycler without any issues.